Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found external insulation abrasions at 11.4-11.5 cm, 12.2-12.5 cm and 21.1-21.4 cm from the connector pin, consistent with friction to the device.

Event description:
This report is to advise of an event observed during analysis.